Event description:
It was reported that pump displayed malfunction code 12 with an associated fault ID and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without the malfunction recurring, was advised to continue using pump, and was instructed to call back if any malfunction code occurred again, which customer understood.